Event description:
The lead was explanted due to insulation damage as a result of severe twisting of the leads and device from twiddler's syndrome.

Manufacturer narrative:
The reported field experience was confirmed. The insulation tubing was found wrinkled and bunched at 14 cm from the pin due to twiddler's syndrome. The electrical characteristics of the lead were found to be normal.